Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was further reported that the patient was 'not feeling any stimulation.' The patient also noted that when she was 'bent over' that she 'felt a little bit' of stimulation. The patient further noted that 'she tried different programs and she could not feel stimulation.' It was also reported that the patient 'could feel stimulation' prior to report, but that the day of report it felt 'different.' The patient noted that she felt a 'pinch or pin sticking' sensation around the 'area of implant every once in a while.' The patient stated that she felt 'the device was causing more issue than helping.' The patient also noted that she has fallen 'about three times' since the implantation and 'about 30 times' prior to implantation. The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).